Event description:
It was reported that the patient seemed to have initial healing and stability, followed by increasing tenderness around the implant at tooth location #6 two (2) months after placement. The implant was removed. Symptoms as a result of the event: pain, edema and inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Last/given name unknown / not provided. Additional PMA/510(k) number k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.